Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat malfunction after reset, was advised that pump could continue to be used, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.